Event description:
It was reported that a patient experienced an implant of an artificial urinary sphincter(aus) device. The patient previously had a sling device. A patient outcome was not reported. Further information has been requested and is not yet available. Should additional information become available a supplemental report will be submitted.